Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. The customer's blood glucose level was 324 mg/dl. The troubleshooting was performed. The customer changed everything out and inserted new set with no issue. The customer will return both set and reservoir and advised to call us if issues continue.